Manufacturer narrative:
(B)(4). D10: medical product: unknown locking bar. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient underwent revision surgery due to a worn articular surface and fractured locking bar. The affected components were replaced without reported complication. All available information has been provided.